Manufacturer narrative:
(B)(4).

Event description:
It was reported that pre-procedure echo did not note pericardial effusion. The patient was readmitted the next day. Post-procedure echo revealed a small pericardial effusion. Possible cause of the effusion is microperforation during the implant. Additional, echo showed improved effusion to trivial. No known issue were reported post discharge.